Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead was under-sensing p waves and was exhibiting loss of capture. It was verified that the p waves were small but a complete loss of sensing occurred by the lead. Fluoroscopy was performed and confirmed ra lead dislodgement. The ra lead was explanted and replaced on 16 apr 2025. The patient was in stable condition.